Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and sustained physical damage. The customer stated that there was a small crack at the right hand side of the screen. He was unsure how the damage occurred, stating that it happened about a month prior. He reported no issues with his blood glucose. The customer's blood glucose was 179 mg/dl. He observed moisture on the screen and at the back of the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Moisture damage was noted on lcd board. The insulin pump had cracked case at lcd window corners, cracked lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.